Manufacturer narrative:
The tech disassembled the pivot slide and reinstalled the pivot slide into its track to repair the bed.

Event description:
Info received indicates the pivot slide on head of bed is out of its track, preventing the head section from lowering.